Manufacturer narrative:
This article was found during a recent clinical evaluation review/literature search of this device. P the citation is as follows: kaliyadan et al "very" very late stent thrombosis: acute myocardial infarction from drug eluting stent thrombosis occurring greater than 5 years post-implantation, jacc: cardiovascular interventions 7 (2014) s11. The full article is attached. The involved device is a cypher stent. The catalog and lot numbers are unknown. As noted in the publication by kaliyadan et al "very" very late stent thrombosis: acute myocardial infarction from drug eluting stent thrombosis occurring greater than 5 years post-implantation, jacc: cardiovascular interventions 7 (2014) s11; a (B)(6) male patient had very late stent thrombosis 84 months after cypher stent implantation. The patient clinically presented with a stemi. The patient did not have the des implanted to treat bms restenosis. The target lesion was the left anterior descending (lad) artery. The timi flow grade was 0. The patient was off aspirin and clopidogrel for 7 days. The patient had a medical history of hypertension, diabetes mellitus, hyperlipidemia, and was an active smoker. His bmi was (B)(6). The stent remains implanted thus unavailable for analysis. There is no sterile lot number available, therefore a review of the manufacturing documentation could not be performed. Myocardial infarction is a known potential adverse event related to having a coronary stent implanted. The act of angioplasty inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially a side branch. Review of the information provided suggests that patient factors may have contributed to the reported event. There is no information to suggest that there is a design or manufacturing related issue, therefore, no corrective action will be taken. Very late thrombosis is a known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation in side of the stent and instigate vessel remodeling around the stent, producing gaps between the stent and the vessel wall. The patient was not maintained on anti-platelet regimen. Review of the information provided suggests that discontinuation of anti-platelet therapy and/or late stent mal-apposition may have contributed to the event. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This is one of three reports associated with the published events and the manufacturing report numbers are 3003742446-2014-00058, 3003742446-2014-00059 and 3003742446-2014-00060.

Event description:
As noted in the publication by kaliyadan et al "very" very late stent thrombosis: acute myocardial infarction from drug eluting stent thrombosis occurring greater than 5 years post-implantation, jacc: cardiovascular interventions 7 (2014) s11; a (B)(6) female patient had very late stent thrombosis 67 months following cypher stent implantation. The patient clinically presented with a stemi. The patient did not have the des implanted to treat bms restenosis. The target lesion was the right coronary artery (rca). The timi flow grade was 0. The patient was not off aspirin and was off clopidogrel 90 days. The patient does not have a medical history of hypertension and diabetes mellitus. The patient had hyperlipidemia and was an active smoker. Her bmi was (B)(6).